Event description:
Boston scientific received information that this patient's monitoring system detected a yellow alert (voltage is too low for projected remaining capacity). The clinic nurse reported that the gas gauge still displayed a full indicator associated with a charge remaining of 1.40 with a power consumption of 32 microwatts and 88% of the power. The local representative contacted boston scientific's technical services (ts) to discuss this fault code and was informed that a memory upload could be performed to assess the remaining longevity of the device. Additionally, ts recommended that the patient should be scheduled for device replacement. Boston scientific received information that this device was explanted and replaced without incident. The local representative was planning to send along a save-to-disk and memory upload with the returned device.

Manufacturer narrative:
This patient's ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was first recorded on (B)(4) 2012 (and then again on (B)(4) 2012). Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (2.99 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.